Event description:
A (B)(6) female had an uneventful vaginal delivery for which she received an epidural. The epidural catheter broke upon removal, requiring two surgical procedures to retrieve the fragments.